Event description:
Implant date: 2002. While playing basketball 9 months after implantation, the pt bent over in the forward direction and felt acute chest pain and could not move. X-rays in 2003, revealed the device had broken. Not reported to have been explanted.